Event description:
Subsequent to the initially filed report, the following information was received: reportedly, after opening the packaging, a bend was noted on the guide tube, and not a cuff miss on the proglide device belonging to (B)(6). No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported bend of the guide tube was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The reported unexpected medical intervention appears to be related to circumstances of the procedure. Factors that contribute to a bent guide tube include, but not are limited to, user mishandling during removal of device from packaging or accidental removal/ manipulation of device prior to insertion of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling. B5: describe event or problem updated. H6: medical device problem code 1142 removed, 2889 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional procedure using a small-bore sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) with two proglide devices. A new third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.